Event description:
It was reported that the patient had a chronic driveline infection with multiple readmissions from 2023-2025. There was purulent green and yellow drainage around the driveline and leukocytosis. They had a mycobacterium fortuitum driveline abscess and a ventricular assist device (vad) infection, with a positive acid-fast bacillus (afb) culture on (B)(6) 2023. The chronic driveline exit site was followed by the outpatient team, and the patient was maintained on omadacycline and levaquin. Most recently, the patient had an abdominal wall abscess incision and drainage and was started on imipenem and had a wound vac placed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.